Event description:
(B)(4). As soon as I was implanted I could feel a difference especially the day after back pain started , cramping started, severe pain on my left side pelvic area, bloating started, severe skin outbreak, started getting very moody, bad fatigue, limited activities with my children. Been very emotional, worsening periods....